Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal)") and pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included ovarian chocolate cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, dyspareunia, vaginal discharge, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Most recent follow-up information incorporated above includes: on 19-mar-2018: plaintiff fact sheet received: events dyspareunia, vaginal discharge, vaginal bleeding, menorrhagia, lower abdominal pain, device monitoring error was added. Lab data updated. Historical conditions added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.